Event description:
Implant date: 2005. It was reported that the graft settled leading to the breakage of the zephir screws and plate. Approximately 11 months post op, patient underwent revision surgery to replace the broken plate and screws.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. A visual examination confirmed that parts appear to be made to specification. It was observed that three screws broke half way in the tread area and one antimigration cap ear of the anterior cervical plate was broken. The fourth screw returned was not broken. After 15 days from the first product evaluation, additional information showed that patient had graft settled. Updated product evaluation determined that the graft subsided which is likely the cause for the screw breakage.